Event description:
Customer states blue tops are not filling to acceptable fill line. They performed a study of about 40 tubes of this lot number tubes using just colored water and in about 40% of the cases [instances], they found that the tubes were underfilling. This is causing a phlebotomy problem. The devices used when tubes are underfilling could be a syringe with transfer device for vacutainers or a vacutainer system being used. When asked if a safety blood collection set is used, is a discard tube drawn before the coagulation tube as per IFU, the customer stated they hardly have any butterflies available due to supply chain issue so this is not the case. The phlebotomists are holding the tube in the holder with their thumb until the tube is completely filled as per IFU. This is occurring with multiple phlebotomists. About 40% of the tubes are underfilling. The tubes are underfilling 1/4 to 3/8 of an inch below the bottom point of the fill arrow. No photos available - the underfilled tubes were discarded. The customer has 2 cases and 1 individual pack of this lot number of tubes.

Manufacturer narrative:
Complaint statement (B)(4). Received 51 pcs (B)(4) for evaluation. No customer pictures were received. We have no further complaints for the material/batch. We forwarded the complaint and samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, review of production documentation revealed no deviations in association with the reported issue. Samples were tested with regards to level mark, draw volume and additive. Tubes were verified to have the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. No deviation in draw volume or additive could be observed in the tested samples. All tubes were within tolerance range. The alleged event could not be duplicated.